Event description:
A 28mm diameter x 16mm diameter x 13.5 on length aneurx bifurcated stent graft delivery system was inserted into a patient for endovasuclar treatment of an abdominal aortic aneurysm. The patient's anatomy was severly tortuous with moderate calcification. It was reported that the stent graft was inserted in the patient, however, the stent would not advance to the intended landing zone. The physician dilated the vessel and re-inserted the stent graft. During the second advancement the stent graft kinked between the nosecne and the delivery system. The stent graft was removed from the patient. The physician pulled a second aneurx bifurcated stent graft of the same size and the case was completed successfully. There were no clinical sequelae reported and the patient is reported to be fine. The device was discarded by the user facility.